Manufacturer narrative:
The device was returned to mmdg for investigation. A DHR review was completed and no non-conformances were found. The device was returned to mmdg, but at the time of this report, the investigation was not completed. This report will be updated when the investigation information is available.

Event description:
The initial reporter stated that the no flow out alarm did not operate as expected. They stated that it failed to alarm. The initial reporter stated that this had occurred during testing, and that it had no effect on a patient. (B)(4).

Manufacturer narrative:
The device was returned to mmdg for investigation. A DHR review was completed and no non-conformances were found. When the device investigation was completed, the pump had operated as expected. Mmdg could not replicate or confirm the reported complaint. Based on this information, no MDR would have been required.

Event description:
The initial reporter stated that the no flow out alarm did not operate as expected. They stated that it failed to alarm. The initial reporter stated that this had occurred during testing, and that it had no effect on a patient. [Complaint-(B)(4)].